Event description:
A surgeon reported that a female, who rec'd 2 units of osigraft (op-1 implant) as part of an instrumented posterolateral fusion of the lumbar spine in 2005 (study) was diagnosed with a primary brain tumor (not specified). The pt was reported to be terminally ill and receiving only palliative care. The pt was lost to follow-up. The event is continuing. The event was not suspected to be due to the use of osigraft. Despite no causal relationship in this case, it was decided to submit it in an expedited manner. Add'l info will be requested.